Event description:
The customer stated that a false positive architect stat troponin-I result was generated for a 55 year old male patient on (B)(6) 2023. The following information was provided. Initial result: 0.079 ng/ml (positive). The patient was admitted to the hospital and given lovenox anticoagulant medication based on this result. A second sample was drawn 2 hours later and the result was 0.004 ng/ml (negative). The initial sample was then retested and the results were 0.002 ng/ml (negative) and 0.025 ng/ml (negative). The customer's normal range is 0.00 - 0.033 ng/ml. The customer stated that there was no resulting harm to the patient due to the lovenox medication given and the patient was discharged.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 98718un23 was identified.